Event description:
It was reported that during an initial total knee arthroplasty, the surgical staff identified that the articular surface provisional was fractured. There was no patient impact. No further information is available.

Manufacturer narrative:
(B)(4). Constrained tibial articular surface provisional left size gh +0 thickness bottom. The reported event was confirmed by evaluation of the return device. Visual examination identified signs of repeated use with nicks, gouges, and wear and has fragments fractured off the medial and lateral side of the post feature area. Not all pieces were returned. Review of the device history records identified no deviations/anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.